Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a burst catheter was confirmed. The product returned for evaluation was one 4fr groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the proximal end of the extension tubing. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported a defect at the distal end of the catheter shortly before the connection thread for infusions. During a computer tomography with contrast medium and high pressure injector used, the leg burst just below the connection thread. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a defect at the distal end of the catheter shortly before the connection thread for infusions. During a computer tomography with contrast medium and high pressure injector used, the leg burst just below the connection thread. No other information was provided.